Event description:
Device report 1 of 3: reference MFR report: 1627487-2011-09363, 1627487-2011-09364. The patient received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2010. It has been reported the patient was unable to increase stimulation. A full parameter diagnostic revealed that one of the two leads read invalid impedance values. The physician explanted the lead and replaced it with a new lead. Additionally, during the procedure the new lead when connected to the ipg showed invalid impedance values therefore the physician also explanted the ipg and replaced it with a new ipg. The patient reported effective stimulation post-operative. The explanted leads were discarded by the facility. The explanted ipg has been returned to the manufacturer.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.